Event description:
The customer reported that the unit failed to recognize the battery in battery compartment b. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the unit failed to recognize the battery in battery compartment b. There was no report of patient involvement. The unit was evaluated at the philips and the failure was verified. Replacement of the battery pca resolved the failure. The unit passed all post-servicing testing and was shipped back to the customer site. See scanned page.